Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify MRI anomaly, failed battery test alert, charge or battery lasts less than expected and motor error alarm due to buttons not responding. Motor passed motor test. Device received with cracked reservoir tube lip and cracked lcd window. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error with magnetic resonance imaging and it went through it. The customer blood glucose level was unknown. It was also received random no delivery alarms and rejected new batteries multiple times. There was crack in face of insulin pump screen. The insulin pump will not be returned for analysis.